Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 7.1, lab: 5.6; 3.7, 5.6. Caller also reported imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 7.1, 3.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 7.1, 3.7; reference: 5.6; mean: 5.47; confidence limits: na. Inratio2 precision data provided by end-user: 1st inr: 7.1, 2nd inr: 3.7, mean: 5.40, sd: 2.40, %cv: 44.52. Analysis of customer's data revealed that inratio2 and reference test result comparison did not meet accuracy criteria. Generally, inr results exceeding 5.0 have reduced trueness, precision and linearity, both in point-of-care and laboratory based pt testing. No confidence limits could be established. In addition, repeated inratio2 test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. As of 07/05/2011, no product is expected to be returned. No further testing could be performed since no strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.